Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Caller states the patient tested 5.3 inr, >8.0 inr, 5.1 inr, 3.9 inr, and 3.7 inr on the coaguchek xs system. Caller states the patient's hands were cold, and she had to squeeze his fingers excessively. The patient's coumadin dose was held. No actions taken based on the device result. No adverse event reported. Requested return of suspect system and replacement was sent.